Event description:
It has been reported to philips that the system would not produce cine runs or fluoroscopy snap shots. There was no reported patient or user harm. The fse replaced the two of the ippc¿s (image processing computer) hard drives and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, issue occurred during the start of the diagnosis. Procedure was completed by deleting the old patient data. The philips field service engineer (fse) inspected the system onsite and checked the reported problem that the system was not able to produce x-rays. A review of system log files found that there was an issue with both image disk and frontal ippc. Fse replaced the hard disk. After replacement of hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.